Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 3.2, reference: 2.4, mean: 2.80, confidence limits: 1.7-3.8. Inratio: 1.2, reference: 2.4, mean: 1.80, confidence limits: 1.2-2.5. Inratio precision data provided by end-user: 1st inr: 3.2, 2nd inr: 1.2, mean: 2.20, sd: 1.41, %cv: 64.28. Analysis of customer's data revealed that inratio and reference test result comparisons meet accuracy criteria. However, repeated inratio test result comparison did not meet precision criteria. No product is expected to be returned. Retained strip testing from a previous case revealed that precision criteria was met. Precision was calculated from accuracy test. %cv of donor 1 = 2.79, which is less than 16%. No further investigation is required. Per general description of complaint, patient is taking ciprofloxacin, which is an antibiotic that may affect coagulation testing. As of 11/18/2010, thirty discrepant result complaints were reported for lot #234527 yielding a complaint rate of 0.050%. Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%), no further action is required at this time. No corrective action required at this time as no product deficiency was established.

Event description:
Caller (patient's wife) alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.2, lab: ng. Date: (B)(6) 2010, inratio: 3.2, lab: 2.4. Inratio: 1.2, lab: 2.4. Caller also alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 3.2, inr: 1.2.